Manufacturer narrative:
The reported issue was confirmed, after visual evaluation. During visual inspection, it was noted that the catheter connector and catheter were not connected to the drainage tubing and were missing in the tray. The pvc tube did not have evidences of solvent. The catheter was not put in the pvc tube. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use state the following: "this preconnected closed system foley tray contains: lubri-sil i.c. Anti-microbial foley catheter."

Event description:
It was reported that upon attempting to utilize the catheter tray, it was noted that the catheter was missing from the tray. There was no reported patient impact to the patient.

Manufacturer narrative:
A photo sample was received and evaluated. The reported issue was confirmed as a manufacturing related issue. Upon review of the photo, it was noted that the catheter was not assembled to the tube,, as there was no catheter in the tray. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use state the following: "this preconnected closed system foley tray contains: lubri-sil® i.c. Anti-microbial foley catheter." The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that upon attempting to utilize the catheter tray, it was noted that the catheter was missing from the tray. There was no reported patient impact to the patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that there was no catheter in the tray. The tray was allegedly used up to the point of insertion, then the hospital staff had to start over because there was no catheter to insert. No impact to the patient.